Event description:
The device was placed in synchronous mode of operation. The staff alleged the defibrillator inappropriately prompted cannot charge when the device charge button was pressed. The device subsequently successfully delivered defibrillator energy to the patient. No additional patient information was reported.